Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the controller is not coming on at all. Caller stated the controller was blank and unresponsive this morning. Caller mentioned that they had a little issue with it "a while back" and was able to resolve it, but today it won't come on at all. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw battery empty, cannot provide stimulation, recharge the implanted device. Caller inserted the battery pack and confirmed controller is 90% and implant is red/low. Caller then connected recharger and confirmed charging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it per sists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.